Event description:
The external pulse generator was returned for repair of a cracked case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment. The lower case of the battery department and battery release was damaged. The battery contacts were compressed and not installed correctly. One bail cover was broken and the serial number label was damaged.